Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department (ed) in a status of deterioration. The patient developed an infection and it was noted the device was considered infected. Due to the patient status the system was unable to be removed. The patient developed septic shock, and the organism responsible was identified as staphylococcus aureus. It was also noted the patient developed a pleural effusion. The patient was treated with intravenous antibiotics and passed the following day. The patient is a participant in the post approval clinical surveillance product surveillance registry (B)(6) study.